Manufacturer narrative:
The post market surveillance department requested medical records and none were provided. The actual device was not returned to the manufacturer for physical evaluation and the failure mode could not be confirmed. A batch record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation..

Event description:
A caregiver reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis during a peritoneal clinic visit, on (B)(6) 2015. The patient's pdrn stated that the episode of peritonitis was due to touch contamination. The patient did not practice aseptic technique and broke the sterile field during treatment by touching the patient connectors. The species of the peritonitis was unknown and the medication therapy prescribed was unknown. As of (B)(6) 2015, the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues and the event of peritonitis has resolved.